Event description:
On mr brains and spines, the left/right viewport label for dicom tag (0020,1041) slicelocation seems to be wrong. When scrolling to the right side of the brain the display says "l" on the linked sagital view - and vice versa.